Manufacturer narrative:
The device was not made available for the technician to evaluate and the work order was cancelled.

Event description:
It was reported that the height could not be adjusted due to the manual and electrical functions not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The field service technician was unable to find the device to complete the evaluation and obtain the serial number.